Event description:
It was reported that the patient presented for an implant procedure. During post procedure, it was noted that the right ventricular lead exhibited failure to capture. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece measuring 57.8 cm with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual inspection of the lead did not find any anomalies.